Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother states that insulin is leaking out of the reservoir. The leak occured while she was going through the manual prime process. The patient has a blood glucose level of 139 mg/dl. The mother wasn't able to provide detailed information regarding the precise area of where the leak initiated. Nothing further reported.